Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected motor noise anomaly noted. The motor was tested outside the device and passed. The device was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of delivery anomaly. The customer's blood glucose level was 18 mmol/l at the time of the incident. The customer stated that the motor was quiet when they rewound. The customer stated that the pump was under delivering. The insulin pump insulin flow blocked during displacement test. The product was not returned for analysis.